Manufacturer narrative:
(B)(4). Date sent: 7/6/2023. Additional information was requested and the following was obtained: what efforts were made to locate the pieces of the tissue pad during the procedure? It was rinsed and everything was looked through, the x-ray machine was also fetched and an attempt was made to find the piece under x-rays. Was this procedure converted to an open procedure? Unfortunately not known. Are there any plans to locate the pieces? Unfortunately not known. Was there any change in the patient care as a result of this event? Unfortunately not known. What is the current patient status? Unfortunately not known. Did the patient experience any adverse consequences due to this issue? Unfortunately not known.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4 batch #: w7021h. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. Probably the device stopped activating and displayed an alert because the knife is damaged. The device was disassembled to verify the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples, or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch w7021h, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2023. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what efforts were made to locate the pieces of the tissue pad during the procedure? Was this procedure converted to an open procedure? Are there any plans to locate the pieces? Was there any change in the patient care as a result of this event? What is the current patient status? Did the patient experience any adverse consequences due to this issue? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the blade broke off intraoperatively and with a large probability it remained in the patient. Suction was used immediately. Broken off part could not be found with x-ray. The procedure was delayed but completed successfully.